Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported a hole in glove; split into two pieces. No patient harm was reported.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. The returned sample was evaluated by visual inspection and physical testing. A tear split into two pieces at cuff of right-hand glove was found. Tensile strength test on the returned glove sample passed specification. Glove thickness was measured in fingers, palm and cuff area and the test result passed product specification. A review of this complaint issue for last 12 months did not identify any adverse trend. Based on the investigation and trending, the root cause could not be determined for this complaint.